Event description:
On (B)(6) 2012, the pt had a left side si joint arthrodesis using three ifuse implants. Pt had relief of si joint pain for six months after surgery. At that point in time, the pt began experiencing left buttock and radiating leg pain. Pt was treated for piriformis. Three months later, the pt began experiencing pain that was similar in nature to the pain she had before the ifuse procedure. The surgeon performed a CT scan that did not show any obvious lucencies around the implants. The first implant was positioned such that the leading tip of the implant abutted the anterior cortex of the sacrum. It is possible that the cortex may have been broached, but it is not certain as there was no nerve root compression or abutment visualized on CT scan. On (B)(6) 2013, a different surgeon performed a revision surgery, removing all three implants. Per dr. (B)(6), "review of this case shows that this is a case of late recurrence of pain. There is no evidence of nerve impingement secondary to the implant."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of conformance, IFU and (B)(4), there is no evidence that the device was out of specification. The most probable root cause for the pt's pain is a late recurrence of symptoms. Additional explanted ifuse implants: p/n 7045-90, lot #7663002664004, expires 2014-07; p/n 7055-90, lot #7753002994002, expires 2014-11.